Manufacturer narrative:
The device was returned to mmdg for evaluation. An investigation was conducted but mmdg was unable to confirm or replicate the complaint. The pump log was reviewed and no error code alarm occurences were noted. The initial reporter did state that the patient experienced a delay in therapy and missed a feeding. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 10. They stated that they were unable to clear the alarm and that this resulted in a delay in therapy. The initial reporter stated that the patient does not tolerate syringe feeding, so they were unable to supplement. They did not specify how long the delay was, but did state that the patient is doing well. (B)(4).